Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular planned treatment procedure was continued when then issue happen, and they used the 1st part of the scan and completed the treatment. The philips field service engineer (fse) visited onsite and confirmed a cone beam scan is stopping between first and second phase. Upon troubleshooting, fse found that actual cause of the issue was software issue. To resolve the issue fse escalated to the business unit. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to complete the rotation of a cone-beam scan. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.